Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 40mg/dl. The customer's most current level was 207mg/dl. The customer states they treated with soda and nutrition bar. The customer states they also had issues with calibration error and sensor alerts. The customer's blood glucose level at the time was 179mg/dl. Troubleshoot was conducted. The sensor was found to be bent. The sensor is being replaced and returned for analysis.